Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent blank screen; the field engineer noted that both screens/monitors were blank. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death.